Event description:
Customer complaints blood leak during treatment. The rupture happened in the beginning of the treatment. There was insignificant blood loss. No patient harm, no medical intervention was necessary.

Manufacturer narrative:
Internal blood leak can occur due to damage to the hollow fibres. No further info is expected for this specific event, and the case is considered closed. The root cause of this event cannot be determined. "Gambro does not regard the submission of this report as an admission of liability."